Event description:
The procedure was a transcatheter arterial embolization. The patient was a male. When the physician opened the sterile pouch of the microcatheter and checked it, he found that it had two markers on the shaft. It was labeled "606-2310m" on the package, even though it should only have one marker. Despite this the physician used the product and completed the procedure successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.